Event description:
Vent alarmed, saying "vent failure." Vent then began to make loud, high-pitched noise. Patient bagged with ambu resuscitator for approximately 2-3 minutes since she did not appear to have chest rise while still connected to vent. Vent changed. Patient maintained sats high 90's to 100%.main screen went from standard ventilation interface to just displaying "device failure" and emitting a loud, intermittent high pitched beep. Nursing immediately responded and started manually ventilating patient. Vent switched out, previous settings used. No apparent harm to patient.======================manufacturer response for evita infinity ventilator (per site reporter).======================duplicated reported problem -- unit presented error codes 0769.32927 and 0769.32921 upon power up. Unable to successfully download logs for review. Isolated faulty component to m16.2 therapy control module. Replaced module and retested unit per test instructions ipm-l.